Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during an anterior colporrhaphy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, after deployment of the device, the suture broke after the physician placed the mesh in the ligament. Reportedly, the detached dart was found inside the capio device. Reportedly, the procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be stable.